Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the thrombus requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the left atrium when thrombus was noted at the top of the clip. The cds and steerable guide catheter (sgc) were removed and aspiration performed. In the physicians opinion, the patient may have a problem with anticoagulation, as the patient was given 20 units of heparin and the activated clotting time (act) was 210. The procedure was aborted and the patient was confirmed to be stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this complaint. Based on the information reviewed, the reported thrombus appears to be related to procedural conditions/user technique (suboptimal act level). The reported patient effect of thrombosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.